Manufacturer narrative:
H3 device evaluation: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found that the device was received in unopened sterile packaging. They were able to establish telemetry after light tapping of the ins on the right side of the device. Tapping the left side of the device caused loss of telemetry. The battery was depleted. After recharge, tapping was still required to establish telemetry. The device's service life was started to pull logs. There was no output from all pairs that included electrodes 5, 6, 7, 8, 13, 14, or 15 and good stable output from all pairs that did not include those electrodes. The ins loses connection to the controller when tapped on the non-port side and output does not turn off. The ins needed to be lightly tapped to establish communication with the recharger; once communication was established, no recharge issues were observed. Foreign material, dark dust, was observed in the connector ports. Abnormal impedances were found; out of range impedance of (>40000 ohms) was found on all pairs that include electrodes 5-8 and 13-15. Destructive analysis traced this to a fractured solder joint on the hybrid circuit board of the ins (on the hybrid j2 board-to-board connector antenna node). Analysis determined that the stimulation failures were due to fractured copper traces on the outboard side of the j2 board-to-board connector; there was a copper trace short around the exposed copper on an integrated circuit of the ins hybrid circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For unknown, indications for use. It was reported, that it was impossible to pair the patient controller with the ins. The interrogation of the ins was only possible, after three unsuccessful attempts using the clinician tablet. It was noted, that the stimulator was 90% charged according to the tablet. Multiple tests were conducted with different new patient controllers and rechargers to ensure the connection issue was not, due to patient accessories, but pairing remained impossible. It was decided, not to implant the ins and to send it back for analysis. The issue was resolved by not proceeding with the implantation. The issue occurred, pre-operative. And there was no patient involvement.